Manufacturer narrative:
Results of investigation: the navio bone screw driver pn pfsr110164 , lot #886499, use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually and functionally confirmed. Under a magnifier it was observed cracks in the weld. Functionally, the pin driver was attached to the bone pin to intend proper operation of the component. The pin driver wouldn't engaged and rotated the bone pin. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. An historical CAPA, nc, hhe/pra, field action review was completed. A review of prior escalation actions determined this case and associated lot or serial number is associated with a CAPA. Nevertheless, no further action is required. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, at the start of a navio assisted tka surgery, it was discovered that the navio bone screw driver was threaded and not holding the pins. The procedure was finished with a smith and nephew back up device without significant delays. The patient was not harmed.